Event description:
Hcp reported pt had increased lower extremity tone and more difficulty with standing and walking. An abdominal x-ray revealed a broken catheter. The pt's intrathecal baclofen dose was decreased and they were started on oral baclofen. They were referred for a catheter revision. Their catheter was replaced but there was an overdose following surgery. Their pump was stopped and restarted at a lower dose. The pt recovered without sequela.